Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist (tss) remoted into the machine and had the user retry; the medication was not visible. The tss verified that the medications required high alert override access, while the user had general access. The user had accessed the medications previously. Then the tss reviewed myqlink and confirmed transaction activity but was unable to verify access level using a test account as it was not visible. The tss contacted the pharmacist, who confirmed that items with higher override access are not visible without appropriate permissions. Upon rechecking the patient profile, both medications were visible and closed the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medication morphine so4 20 mg/ml soln (15ml) and lorazepam 0.5 mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.